Manufacturer narrative:
(B)(4) initial report the reporter has stated that they can not provide any further information. The relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 month and 2 weeks due to symptoms of infection. The reporter has stated that no other information is available at this time.

Manufacturer narrative:
Per -(B)(4) final report: the reporter has stated that they can not provide any further information. The relevant device manufacturing and sterilisation records have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the biolox delta ceramic head after approximately 1 month and 2 weeks due to symptoms of infection. The reporter has stated that no other information is available at this time.